Event description:
The 75mm linear cutter failed to fire while being used during an abdominal surgery. It was used three times before and worked perfectly without any issues however, when the surgeon tried to used it a fourth time it was unable to delivered the loaded staple. A new linear cutter with the same lot and reference number was obtained and this with one worked without malfunctioning.